Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the scope was cloudy. A visual inspection was performed and showed the scope to have burnt / broken negative lens with distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.

Event description:
It was reported blurry cloudy. No delay was noted. No patient injury or complications were reported.